Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure in the right common femoral artery. All the steps for deployment were reportedly completed correctly; however, hemostasis was not achieved. Info regarding how hemostasis was achieved was not provided. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.